Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, the smart spotlight stays orange when plugged in. There is no green light when patient tries to send transmission.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. The device has a constant red pit button and three green leds, which mean that the transmitter is not able to connect to network. Review of the event log did not permit to highlight any anomalies. The most probable hypothesis is that a hardware failure occurred. The main origin of the reported event could not be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the smart spotlight stays orange when plugged in. There is no green light when patient tries to send transmission.